Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was difficult to identify the cause of the reported phenomenon. However based upon the information from olympus korea and the former similar cases, omsc surmised there was the possibility this phenomenon was attributed to foreign object such as filth was clogged due to insufficient cleaning or debris of the cleaning brush was clogged. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device. It was confirmed that the foreign objects were came out from the suction channel due to the channel breakage of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus (B)(4), it was found the foreign objects came out from the suction channel of the subject device. There was no patient injury associated with this report.